Event description:
Sensor was inserted on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The receiver device (part number stk-rx-pnk/serial number (B)(4)/lot number 5195119), being used with the complaint sensor, was returned on (B)(4) 2015. The returned complaint receiver was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A review of the diagnostic chart observed inaccuracies; therefore, the reported event of inaccurate blood glucose values was confirmed. A definitive root cause could not be determined.